Event description:
The reporter stated that he reused the lancet several times and developed a red color up to this elbow. He went to the ER and was treated with an antibiotic IV due to an infection. The device was released and requested to be returned for evaluation.